Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted concurrently with anterior repair and cystoscopy; due to stress urinary incontinence and symptomatic pelvic relaxation. It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and a mesh was implanted. It was reported that the patient underwent excision on (B)(6) 2010. It was reported that patient underwent placement of stage 1 interstim with intraoperative fluoroscopy and programming on (B)(6) 2013, stage ii placement of ipg and intraoperative electrical assessment on (B)(6) 2013, the removal of interstim on (B)(6) 2013.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and a mesh was implanted. It was reported that on (B)(6) 2003 the patient had a monarch sub urethral sling implanted due to history of interstitial cystitis, hematuria, and sui. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.